Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a gastro procedure performed on (B) (6), 2009. According to the complainant, during the procedure, resistance was encountered during withdrawal of the device through the scope, the nurse noticed that the clevis was bent. The procedure was completed with another radial jaw 3 device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info that review, a supplemental medwatch will be filed. (B) (4).